Event description:
It was reported that a power-on-reset (por) condition with an error code of 0002 (also reported as 0x2) was seen on the implantable neurostimulator (ins) when the unit was being recharged for the first time before implantation. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, (B)(4), found no significant anomaly. The ins was functionally okay. The complaint indicated that a "clock too slow" por (0x2) had occurred while the ins was still in the packaging. When the ins was received for analysis, the 8840 showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the 8840 programmer would not allow the ins output to turn on. After ending the session and starting a new 8840 session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this is how the functionality works for any restore sensor device (models 37714 and 97714) when starting the implant life after the por bit has been set.